Manufacturer narrative:
Additional information: the patient was admitted to the cardiac catheterization lab for emergency treatment due to a myocardial infarction. The balloon could not withdrawn independently resulting in a delay in rescue and significant increase in the difficulty and risk of the procedure. E ventually, the balloon was withdrawn together with the catheter and guidewire with resistance felt. The balloon was not fully deflated prior to attempting removal. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. Patient age and sex provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon deflated slowly. Difficulties were not noted during inflation of the device. An inflation pressure of 12 atm was applied. Deflation difficulties were noted after the first inflation. Intervention was not required to remove the device from the patient. It was not difficult to remove the protective sheath/stylette. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. There was no issues with the stent as a result of the deflation difficulties encountered with the nc sprinter balloon. The stent was fully implanted. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, deflation difficulties were encountered. The post-dilation balloon could not be deflated. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.